Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) stating there was debris in sterile pouch. The device was not being used in surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There is no add'l info available.